Manufacturer narrative:
Additional information provided in: b1 (adverse event/product problem), b2 (outcomes attributed to adverse event), b7 (other relevant history), d6b (explant date). H1 (type of reportable event), h6 (impact codes), h6 (component codes). Investigation summary: as the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Technical analysis: as the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. Labeling review: a labeling review was performed and according to the IFU, ams 800 male_us, there is no evidence that the device was used or handled improperly. Conclusion: an overall investigation conclusion code of cause not established was chosen.

Event description:
It was reported that the artificial urinary sphincter (aus) device is going to be revised on a future date because the patient experienced recurring incontinence after recurrent prostatectomy. "Tomography demonstrates mechanical problems in the artificial sphincter, loss of volume with an empty balloon." The aus device was later explanted on (B)(6) 2020 and a new device was implanted.

Event description:
It was reported that the artificial urinary sphincter (aus) device is going to be revised on a future date because the patient experienced recurring incontinence after recurrent prostatectomy. "Tomography demonstrates mechanical problems in the artificial sphincter, loss of volume with an empty balloon."